Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a drill guide had markings that could not be seen and it slipped twice during surgery from 14 mm to 22 mm. The procedure was completed using the guide, however the depth of each screw hole needed to be manually measured. There was no report of patient injury associated with this event.

Manufacturer narrative:
The returned device was evaluated. The laser marking was found to have faded, likely from repeated washing and usage over time. There were no functional malfunctions detected during the mechanical evaluation. There were no manufacturing issues detected which would have contributed to this event.